Event description:
It was reported that the device packaging on the head was damaged and no longer sterile. The product was not used on the patient; a 44 ceramic head was used instead. There was no reported patient impact or surgical delay. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated. Medical records were not provided. A visual evaluation of the returned product identified damage to the sterile packaging (blister). Sterility had been compromised. The reported event was confirmed by evaluation of the returned product. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The condition of the device when it left zimmer biomet was considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Additional evaluation of the returned product and provided photo found that the inner sterile blister was damaged. No reports of damage to the outer blister. Sterility had not been breached. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.